Event description:
The deep brain stimulators were turning off. There was no known incident or accident related to the complaint. The pt had difficulty assessing the battery status and on/off status of his devices. After consultation with pt services, it was determined that the battery status of the programmer and stimulators was good. The pt was able to turn the stimulators back on. The symptoms in the pt's arm got better. See mfg report # 3004209178-2009-04346. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).